Event description:
Customer reported that a patient presented with a wound dehiscence at an unspecified time following surgery. It was reported that the suture did not break and the knots were intact when the patient was returned to surgery for repair.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.